Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the valor hindfoot nail broke sometime post-op. The patient underwent a revision surgery to remove the broken nail.

Manufacturer narrative:
The nail was returned for evaluation. Visual examination confirms that the nail has fractured. An attempt was made to observe the fracture initiation sites could not be identified due to deformation of the fracture faces. The remaining fracture features suggested that the fractures initiated at the corners of one of the screw holes in the component and propagated in a fatigue mode until complete separation occurred. No radiographic images were provided to analyze positioning or use of the product.